Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to undergo incoming functionality testing) has been confirmed. Upon investigation the monitor was unable to run incoming testing due to a physically damaged belt receptacle. The monitor's electrode belt connector was physically damaged, and the monitor was unable to connect to a belt. Additionally, contamination was found on the j502 component on the ca board. The root cause for the damaged connector was excessive force. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids.  No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a monitor was unable to undergo incoming functionality testing.